Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom it was reported that patient faced infusion set detachment event on 20-nov-2024. The site of detachment was the tubing. The insertion site was abdomen. The infusion set was in for more than three days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.